Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, de novo target lesion was located in the moderately calcified mid left anterior descending artery. After the lesion was engaged with a 6f non-boston scientific guide catheter and was pre-dilated, a 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the stent was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.